Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that power supply failure within the e drawer. The field service engineer (fse) powered down the station, opened the e-drawer, replaced the faulty power supply, reassembled the drawer, powered the station back on, and verified normal operation was restored. The system functioned as intended after the field service engineer (fse) repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, an "ac power failed" error occurred during drawer recovery. The drawer briefly opened, after which the device powered off, preventing medication retrieval. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.